Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline was implanted with no complications, but dsa imaging 6 months later showed the proximal end was "fish mouthed." The patient did not experience any symptoms or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm in the ica. The max diameter was 13-14mm, and the neck diameter was 10mm. The patient's vessel tortuosity was normal. The landing zone was 4.3mm distal and 4.5mm proximal. Dual antiplatelet treatment was administered, and the pru level was said to be effient. Medtronic received information that a ped3 pipeline vantage had a complete collapse and pao with minor stroke. No other information was received.  Additional information received reported the first treatment was successful, there is no matter for flow and dsa images. Approximately ten days later patient came to emergency for ais, and as seen is images vantage stent proximal was closed. On (B)(6) 2022 hcp took again patient for dsa, and same images there is no flow to distal. And retrograde flow is feeding this side so hcp didn¿t took a new action.